Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received a change sensor alarm. The customer mentioned that the sensor was coming off. The customer's blood glucose was 18 mmol/l at the time of incident. The customer's blood glucose was 6 mmol/l and sensor gave a low reading when it triggered threshold suspend. The customer stated that the blood glucose reading was 5 mmol/l and sensor glucose was 2.2 mmol/l. The customer stated that they did a correction dose with the high blood glucose. The customer stated that they received false low alerts. The sensor will be returned for analysis.